Event description:
The pt reportedly experienced extensive swelling and pain followed by drainage at the implant site. The pt was unable to wear the external equipment. The physician prescribed keflex 500 mg for 14 days.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt is reportedly doing well and using the device. The pt's device remains implanted. This is the report.